Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "we had a mac introducer this morning that the swan/introducer sheath was very hard to connect/disconnect from the hub. The swan was already floated so the doc didn't want to change out the sheath. Swan removed from central line."

Event description:
It was reported that: "we had a mac introducer this morning that the swan/introducer sheath was very hard to connect/disconnect from the hub. The swan was already floated so the doc didn't want to change out the sheath. Swan removed from central line."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.